Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead dislodged while slitting the sheath. The physician replaced it with a new sheath but the operation was not good, there was evidence of resistance and lead could not be delivered to right ventricle. Another sheath was used to complete the procedure. The rv lead remains in use. It was also reported the right atrial (ra) lead dislodged during slitting of the sheath. The physician replaced the sheath and the procedure was completed. The ra lead remains in use. No patient complications have been reported as a result of this event.